Event description:
An adult pt undergoing a craniotomy on (B)(6) 2010 was placed in a mayfield skull clamp. When the resident tried to lock the unit down, it appeared to be loose. Some movement was also noted in the unit. There was no delay in the procedure. No pt injury.

Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: lock has both rotational and lateral movement, and a residue buildup was present. The large starburst teeth show some wear and needs heli-coils, however, it is still functional. All other components were functional. The root cause of this incident is related to normal wear. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.